Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion.the device was implanted 36 months. No shocks were administered, and it paced 91% in the atrium and 29% in the ventricle. It was successfully replaced with another guidant model.